Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 167mg/dl. Troubleshooting was performed. The caller stated that the device was exposed to a high magnetic field while having a x-ray. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked case on lcd display window corners and scratched lcd window noted during visual inspection.